Event description:
During preventative maintenance testing at the user facility, the pump did not alarm when a proximal or distal occlusion was present. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.